Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
The device tested out of specification during manufacturer's analysis. The device was returned from a outside of the us without information regarding patient impact or product performance. Efforts to contact the physician/hospital regarding this event are in process at this time.